Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse cleaned the flow cell and replaced the carbon bridge, carbon dioxide membrane and chloride tip to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer alleged multiple erroneous ise (ion-selective electrode) patient result with low anion gap were generated on their unicel® dxc 600 pro instrument. The erroneous patient results were reported out of the laboratory and were later amended. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for thirteen (13) patient samples.